Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm; which occurred on the homechoice during use, during initial drain. The drain volume (dv) equaled 748ml. The last fill volume (lfv) equaled 17ml. The baxter technical service representative (tsr) had the home patient (hp) close and open the transfer set three times, move the clamp and rub the line. Then they pulled up on the lines, checked the lines for fibrin or air. The hp stated that there was air in the patient line. The tsr recommended that the hp end therapy and start over with new supplies. The tsr walked the hp through ending therapy procedure. The hp ended therapy and would start over with new supplies. The homechoice device was okay. This writer contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2011 regarding the reported problem. The patient has not contacted the nurse regarding the reported problem. The pd rn did not have any information regarding the situation. No further information was obtained. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The cause for the air in the line was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).